Manufacturer narrative:
Other, other text: three pictures and one unit was returned for analysis. A leak was found fleeing from the air vent of the filter in decontaminated sample, thus the failure mode reported is confirmed. Root cause analysis of this failure mode was performed under CAPA-000542 open on 30-apr-2019, on which root cause states filter leakage is caused silicon oil transferred from the syringes and/or vials into medication reservoir during the filling process by the customer.

Event description:
Information was received indicating that during use of the cadd extension set, the customer noticed medical fluid was leaking from the filter. There were no adverse events reported.